Event description:
The patient stated that his blood glucose was elevated to 534 mg/dl. He stated his normal blood glucose range is 150-200 mg/dl. He stated he changed all of his accessories. He stated that yesterday (1/31/07) when he changed his infusion site he noticed a lot of bleeding. The patient was instructed to disconnect from his infusion site and to bolus 4 units. Insulin dripped from the infusion tubing. The patient tested his blood glucose during the report and it had elevated to 589 mg/dl. The patient was advised to change his infusion site and to contact his physician if his blood glucose did not respond. Upon follow up the patient stated that he changed his infusion site and his blood glucose decreased to 300 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.